Event description:
Customer reported experiencing symptoms of vomiting, thirst and confusion that started in 2009. It is reported that at 0901 the next day, after continuing to experience symptoms, they received an adc meter reading of 7.1mmol/l. Paramedics were called and received an hcp adc meter reading of 23.1mmol/l at 0921. Customer was transported to a local hospital, diagnosed with hyperglycemia and given an insulin infusion and IV fluids. It is also reported that the hospital obtained a glucose result of 30mmol/l. None of the reported readings were obtained within ten minutes of one another. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.